Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose monitor. Customer reported receiving readings of 27 mg/dl, 47 mg/dl and 127 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter has been returned to the lab and product testing did not confirm the readings complaint. Adc meter readings of 47, 57 and 127 were found in the hyperterminal from the returned meter. All results were within range specification, and no errors were observed during control solution testing.